Event description:
It was reported that during insertion of the iab, difficulty was encountered passing it through the introducer sheath. As a result of this, the iab was removed and replaced without any complications.